Event description:
The customer reported via phone call that the customer experienced high blood glucose. Blood glucose level was 441 mg/dl. Customer treated high blood glucose with manual injection. Insulin pump had insulin flow blocked. Customer was not able to troubleshoot. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.